Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.